Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) year old male patient receiving intrathecal hydromorphone 3.1mg/ml at 2.8mg/day via an implantable infusion pump. The indication for use of the device was unknown. The concomitant medications and patient history were not reported. It was reported that the logs showed a motor stall on (B)(6) 2016, where it was reported that the patient had an MRI on the same day. The logs showed a recovery (date and time unknown). Another motor stall on (B)(6) 2016 with a tube set message that was still active at interrogation. The patient did not have an MRI on (B)(6) 2016. The patient experienced bad, horrible increased pain. It was noted that the patient had not slept for three days. No further information was reported.

Manufacturer narrative:
Analysis of the pump revealed there was pump motor and gear train anomalies of corrosion and/or wear and/or lubrication in which the stall was due to shaft-bearing. (B)(4).

Manufacturer narrative:
The pump was interrogated on receipt and interrogation indicated that the pump was delivering bupivacaine, clonidine and baclofen. Evaluation conclusion code no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump was removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.